Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Global receiver communication tool test was performed and passed. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output and a hypoglycemic event. On (B)(6) 2017, the patient was driving a golf cart and stated that they started feel a drunk feeling. The patient experienced a hypoglycemic event and crashed the golf cart and fell out. An employee at the golf course called the paramedics and when they arrived, the paramedics administered the patient a glucagon shot. The paramedics stated that the patient's blood glucose (bg) dropped to 27 mg/dl. The patient did not know what their bg value was when the paramedics left, and the patient's wife took the patient to the hospital. The patient was treated with intravenous (IV) therapy and was released from the hospital the same day. It was indicated that the patient might not have heard the alert on the receiver because they had a case on the receiver that might have muffled the speaker. At the time of contact, the patient was doing okay and was at home. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.